Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited several bipolar impedance measurements of greater than 2000 ohms. On (B) (6) 2010, bipolar impedance was 364 ohms and unipolar impedance was less than 200 ohms. A chest x-ray would be performed and the lead would be monitored.